Event description:
On (B)(4) 2013, the MFR was informed of an adverse event involving a pt with intramucosal carcinoma (imc) at the gastroesophageal junction which was treated with endoscopic mucosal resection (emr). Several weeks after the emr, the pt underwent an ablation procedure to treat barrett's esophagus. The procedure progressed normally without evidence of acute complication and the pt was compliant with post-procedure medications. Three weeks after the ablation procedure, the pt developed dysphagia. A stricture was identified by endoscopy at the emr site, which was subsequently dilated. The pt's rfa treatment has since been completed with resolution of the stricture.

Manufacturer narrative:
The site did not return any device, therefore no eval was performed; however, a device history review was performed which revealed no problems. If any add'l info is obtained pertinent to this event, a f/u report will be submitted. (B)(4).